Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was blank after sensor change. Customer also reported that the insulin pump had a cannot find sensor signal alert. The customer was advised that the transmitter internal battery could have deteriorated. No blank display troubleshooting was performed. To discontinue use of pump and revert to back-up plan. The product is not expected to return for analysis.